Manufacturer narrative:
Additional information: the logs were reviewed and provided no additional insight regarding the low performance warning.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative suspect difficulty in registration caused the issue, changing registration process resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) navigation system displayed a low performance error message multiple time. Representative mentioned that the issue occurred at the end of the procedure and the system was rebooted between surgeries. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.